Event description:
It was reported that during device change out for normal eol, externalized conductors below the svc coil were observed via fluoroscopic imaging. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.